Event description:
Pt reported that the device immediately displays "hi" (indicating a blood glucose value of > 600 mg/dl) on startup. Pt noted that this has occurred both when turning the device on manually and when turning the device on by inserting an undosed test strip. Pt indicated that he is not inadvertently entering the device's memory mode (which can occur if pt turns device on by pressing the "back" arrow). No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.